Event description:
It was reported that a trained physician, in an unk procedure, attempted arteriotomy closure using a starclose vascular closure system and found the locator button popped up during deployment. Hemostasis was achieved with manual compression. There was no pt injury or effect reported. No add'l info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd; however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation.